Event description:
Flecks were noted in the tubing. The dr had difficulty removing the iab from the pt. Blood clots were noted in the balloon when the iab was removed. On 5/8/97, the following info was rpt'd to datascope: the iab was inserted into the pt on 4/4/97. On 4/7/97 after iabp for 72 hrs, the "gas loss" alarm sounded from the pump. A small amount of light brown debris was noted in the tubing and the dr was notified. Iabp was discontinued. On 5/8/97, datascope was notified that the pt had a pseudoaneurysm in the left groin. A follow-up in 24 hrs showed the probable thrombus formation. Event complications: unk - rpt'd 4/6/97; probable thrombus formulation - rpt'd 5/8/97. Pt current status: alive - rpt'd 5/8/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration location within an abrasion mark is typical of that produced by calcified plaque during iabp.